Event description:
It was reported that while using the universal flash battery in a cadaver lab, the track broke. When removing the battery from the power handle, the track fell off. It was reported that the event occurred during cadaveric training and there was no pt involvement.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The svc record indicates that the device was mfg on 07/20/2012 and has no repair history at zimmer surgical. Evaluation of the device observed the higher face guide on the battery box was broken off of the device. The broken higher face guide allowed the terminal of the battery to be exposed. The battery was tested and displayed 16.38 volts before charge. After being on the charger, the battery displayed 18.05 volts. The battery was not attempted to be placed into connection with a handpiece. The cause of the reported event was most likely due to incorrectly attempting to remove the battery from the handpiece, and thus causing the damage to the battery.